Event description:
The user facility reported that during an endoscopic vein harvesting (evh) procedure, the light cord failed and did not deliver adequate light. The reported stated that the image became dim and veins could not be visualized. The harvester was not removed from the tunnel during the time a replacement light cord cable was obtained. The evh procedure was delayed and continued after a replacement cable was found. Bleeding occurred with evidence of excessive blood loss estimated at 450-500 ml from incision site. One of the vessel seals came undone and another incision had to be made in order to locate that vessel. A securing suture had to be made in order to seal off the vessel. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of image difficulty, as approx 65% of the light guide fiber bundles were damaged. And the image was dim. The outer sheath from the connector plug was missing, and the lens was cracked. The exact cause of the user's report could not be conclusively determined; however, user handling could be ruled out as a contributory factor to the condition of the device. This report is being submitted as an MDR in an abundance of caution.